Manufacturer narrative:
The customer requested just a replacement power supply with no engineer evaluation.

Event description:
It was reported to philips that the device's external power supply is defective. There was no patient involvement.